Manufacturer narrative:
(B)(4)

Event description:
It was reported in a journal article that a retrospective review of all kyphoplasty procedures performed for solid tumors at a single specialized cancer center between the months of january and september of 2011 was evaluated to determine the incidence of post-kyphoplasty vertebral re-fractures and the effect on patients. According to the article, 92 patients underwent kyphoplasty over the 9 month period. Ten patients were excluded from the study for lack of two-month follow-up or for suffering from myeloma. Ninety-seven vertebrae were treated with kyphoplasty, 61 in male patients, and 36 in females. Average age was 66. Average follow-up was 3.5 months. It was reported that in 19 cases, re-fracture caused retropulsion of tissue to the canal causing an average decrease in canal area by 29 mm2. Pain levels increased in these patients to 7.22, whereas in patients without a refracture, pain was 3. No further information on these patients was reported in the article and no product malfunctions were reported.

Manufacturer narrative:
(B)(4).